Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) episodes due to noise on the right ventricular (rv) lead. Programming changes were made. The patient was stable.